Event description:
Caller reported a cgm error 42 with their #g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, which resolved the issue as the pump did not display the cgm error code again.